Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that following an unknown procedure, there was a post operative anastomotic leak. There was no purse string device used, it was done by hand. No further information is available at this time. The device is not available.